Event description:
It was reported by the cmf sales rep of stryker (B)(4) that the following alleged event occurred: "during the surgery that took place on (B)(6), when the surgeon inserted the screwdriver in the screws head in order to tighten, the screwdriver blade jumped/did not jam. This damaged the screws head consequently." It was further reported that the screws are not available for investigation as they are implanted.

Manufacturer narrative:
Device was not returned to stryker for eval. In the previous cases regarding the blade the course of the damages pointed to the fact that the insertion of the blades into the screw heads were not deep enough and, therefore, a correct connection were not achieved. Subsequently the blades slipped out of the screw heads during the application and caused the occurred damages on the wings of the blades. In the instruction for use (IFU) it is recommended that: "when loading the screw, align the cross-pin screwdriver blade to the cross-pin screw head. Keep the screwdriver perpendicular to the screw head and apply some moderate downward pressure, an audible "click" should be heard." Based on statistical eval no indication was found for any device related issue. Possible root causes (according to the design risk analysis) are: fatigue over lifetime (e.g. Deformation etc.), articles not intended for this procedure are used (articles from other manufacturers or articles from other ...